Event description:
It was reported that the device reached elective replacement indicator more than two years ago and no end of life message is displayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. The battery voltage revealed battery depletion indicated/elective replacement indicator (eri). The time of eri in save to disk on (B)(4)-2009, revealed the device eri was less than or equal to 2.62 volts and device end of life equals 3 months after eri. The weekly battery voltage trend data shows battery equal to 2.61 to 2.59 volts minimum between (B)(4)-2010 and (B)(4)-2011. There was one patient alert for low battery voltage on (B)(4)-2009.